Event description:
It was reported that ventricular noise and oversensing were noted on the electrogram (egm). There was also evidence of telemetry interference on the egm. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.